Event description:
Initial information received from a consumer on 24-aug-2010: a (B)(6) female initiated treatment in (B)(6) 2010 with poly-l-lactic acid (sculptra, lot # and exp date unknown) under her eyes and on her cheek bones. Consumer reported that approximately 3 weeks ago, she noticed bumps and swelling of this area. The whole area where she received injections under both eyes is swelling up into huge lumps. One side of her face looks like there is a huge marble under her skin. On the other side, the swelling is from "the side of her nose to the end of her eye", both her eyes are black and blue. Consumer has seen many physicians regarding this. She initially went to the physician who gave the injections. The physician removed some of the fluid from the "marble-sized bump" and determined it was infected. The liquid that was removed was pus-like. The consumer received several rounds of heavy antibiotics, but the "marble sized bump" has not gone down in size, it has actually increased in size. The consumer uses warm compresses in the hopes that it will break down whatever it is under her skin that is causing the bumps and swelling. Consumer stated she also received prednisone, samples from the bump have been cultured recently and the results was no sign of infection. Biopsies have been done as well but the patient did not know the results. On (B)(6)-2010, consumer stated she received a small injection of cortisone on the side of her face where there is a marble-sized bump. The physician thinks she is having an allergic reaction. No concomitant medications or medical history was reported. No further information reported.